Event description:
It was reported that a spectrum pump had an unspecified issue. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing while running a set on the pump, a system error 345 code occurred. A review of the event history log revealed system error 345. The reported condition was verified. The cause of the condition was determined to be an out of specification downstream thermistor. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.